Event description:
While in use the error 005 and 112 appeared. Manufacturer response for device, thermal ablation, endometrial, minerva single sterile disposable handpiece (per site reporter). None yet.